Manufacturer narrative:
Compromise force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked reservoir tube lip, minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 170mg/dl. Troubleshoot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.